Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set was damaged. The following information was provided by the initial reporter: went to attach blood giving set to bag and it snapped as I was attaching. Additional information received from customer: does this incident involve a patient? Yes. What was done immediately to reduce harm caused by the incident? Removed set and used a new one, which was double checked and did not snap. Packaging was already thrown away and bin changed.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "blood infusion set snapped." The material number and batch number were not provided by the customer. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode.

Event description:
No additional information.